Manufacturer narrative:
I received an error message on ack3 when attempting to the 3500a pdf form submit through the esg nextgen usp portal on (B)(6) 2025. I have been advised by mdrthelpdesk@FDA.hhs.gov to draft the 3500a form in esubmitter and then submit through the nextgen esg portal.

Event description:
In a backdated review of literature published jan 2024, an article reported 3 major complications out of 21 patients. Two patients developed a hemothorax ipsilateral to the side of the cvo managed with image-guided fluoroscopy. One patient had hemopericardium that was managed by percutaneous pericardial drain placement on post operative day 1, and the patient was discharged the following day. One of the hemothorax patients had a failed attempt initially and deferred returning for a repeat attempt until 15 months later, with successful crossing of the occlusion using the powerwire device during the second procedure. There was 1 case of acute stent thrombosis that required thrombectomy and re-stenting on post procedure day 2. There is no evidence to suggest that baylis medical technologies device caused or contributed to the reported incident. However, as a baylis medical technologies device was reported to be among the devices use in the procedure, baylis medical technologies has decided to submit this report.